Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during surgery, the vitrectomy cutter stopped working. The cutter tested correctly before surgery. The footswitch cable was adjusted to resolve the issue. The procedure was completed without harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch cable was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 23, 2005. Based on qa assessment, the product met specifications at the time of release. A footswitch cable was received for evaluation. A visual assessment of the returned sample revealed a kink near the footswitch end and a kink in the middle of the cable. The continuity of the returned sample was evaluated and pin 3 was found to be opened. The root cause of the reported event can be attributed to a nonconforming footswitch cable. However, how or when the cable became nonconforming cannot be determined conclusively. (B)(4).